Manufacturer narrative:
Device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced unintended myopia/cannot see distance. The lens was exchanged in a secondary procedure with another lens. Additional information was requested.

Manufacturer narrative:
Additional information was provided in b.5, h.3, h.6 and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up attempts were made. No further information has been provided.